Event description:
After 32 months of implantation, this pacemaker was explanted. It was reported that it was explanted because of "pacekmaker failure".

Event description:
After 32 months of implantation, this pacemaker was explanted. It was reported that it was explanted because of "pacemaker failure".